Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient received inappropriate shock for atrial fibrillation with rapid ventricular rate and was transported to the hospital by ambulance. The patient was otherwise asymptomatic. No other anomalies were seen. No additional information was available.